Event description:
It is reported that the screwdriver fractured.

Manufacturer narrative:
Eval summary: as returned, the driver shows fracture damage from the base of the hex. Two fragments of hex were also returned and analyzed. Scanning electron microscopy analysis shows that the hex end of the part fractured due to overload. The cause appears to be excessive torsional load on the driver while tightening or removing the hinge post extension. Eval codes: a trail assembly of the pieces indicates that all pieces were retrieved and returned with the complaint for review. Twisting deformation is observed in the proximal side of the hex feature. Additionally, some spotty staining/rust was observed in the fracture site. Device history records indicate device manufactured to specification. The hardness of the device was checked and found to be conforming to specifications. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.